Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was admitted for syncope. Device evaluation showed that rv pacing was programmed unipolar and sensing was bipolar. There was rv oversensing with pacing inhibition causing greater than two seconds of asystole. In the bipolar configuration no sensing and loss of capture were noted; in unipolar p-waves measured 9 mv and capture threshold was 0.5 volts. Unipolar lead impedance was 320 ohms, but the field representative was unable to get a bipolar impedance as the patient became dizzy. Boston scientific technical services (ts) discussed with the field representative that a lead issue was suspected. The device was reprogrammed to an asynchronous pacing mode at 5 volts until surgical intervention was performed. The rv lead was surgically abandoned and replaced. The device was changed-out as there was approximately one year of battery remaining, and the physician did not want the patient to undergo another procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.